Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Notch on the support of the femur size 3 (left).

Manufacturer narrative:
An event regarding damage involving a triathlon femoral component was reported. The event was confirmed by product inspection. Conclusion: the damage on the triathlon femoral component was confirmed through visual inspection. A material analysis was performed and concluded, ¿adhered debris was observed on the articulating surface of the femoral component. Eds showed the femoral component was consistent astm f75 alloy and the debris was consistent with zirconium oxide. A potential source of the zirconium oxide and w is from the zircon used in the refractory slurry of the investment casting process of the femoral components.¿ nc pr was initiated on (B)(6) 2018 due to the manufacturing defect found on the triathlon femoral component. A complaint search was performed for this lot and no other events were reported, therefore only the one part that was returned is in scope of the nonconformance. The device was discovered during inspection at a third party location. There was no surgical procedure associated with the reported event therefore, no further investigation is required at this time.

Event description:
Notch on the support of the femur size 3 (left).